Event description:
It was reported the programmer wand was noted to intermittently interrogate pacemakers. The programmer wand did not consistently interrogate pacemakers at the clinic. The programmer wand was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no observable anomalies found. It is noted there is a slight kink in the rf (radio frequency) head cable where it attached to the rf head.